Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately high readings compared to another meter and compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the beginning of (B)(6) 2013. The patient reported obtaining readings of ¿320, 278, and 190mg/dl.¿ the patient reported using self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 she increased her usual dose of insulin to 9-10 units. The patient reported right after the alleged issue occurred, she ¿passed out in car.¿ the patient reported on 04/24/2013 at 1:50pm a reading of ¿47mg/dl¿ was obtained on the lfs meter and she was treated in the emergency room (e.r.) With an unknown treatment. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she increased her usual dose of medication, developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.